Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose level was not impacted. Multiple infusion set changes were performed and the occlusion alarms continued. A system check was performed and air bubbles were observed in the infusion set tubing and the occlusion was found to be within the tubing. No damage was noted to the cannula. Tandem technical support assisted the customer in changing their infusion set tubing.